Event description:
Event description boston scientific received information that this patient was experiencing diaphragmatic stimulation, resulting in visible movement of her chest up and down, that was very bothersome to her. A chest x-ray was inconclusive. A lead revision procedure was performed which found the ventricular lead was found to have perforated, the physician felt this was a microperforation, and was then explanted. The lead was removed and replaced with a non boston scientific lead, which was explanted one day later due to dislodgement. The ventricular port was plugged and the device was programmed aair. The lead has been returned.